Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the instrument had a broken cable on the wrist. The instrument was exchanged out for another of the same type. The procedure was completed with no report of patient harm, adverse outcome. Or injury. Follow-up was performed to request additional information related to the event. However, as of the date of this report, no further details have been obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. An additional observation not reported by the site was also observed. The instrument was found to have damage on the bipolar yaw pulley. Broken pieces were missing as a result. The size of the missing piece \wais approximately 0.018¿ x 0.029¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The root cause of this failure is attributed to mishandling/misuse. No photo or video was provided by the site for review. A review of the instrument log for the product associated with this event shows that the maryland bipolar forceps was last used on (B)(6) 2021 on system # sk1765. There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h3, h6. The initial findings were confirmed. The conductor wire was found to be broken at the grip-crimp location. A closer look was taken inside the grip-crimp and it was observed that there was broken wire, confirming the break. The root cause of this is attributed to a component failure.